Manufacturer narrative:
On 01-sep-2020, mentor received additional information about the event. The patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. On 14-sep-2020, mentor received additional information about the event: the patient dob was provided. The patient developed bilateral baker grade IV capsular contracture. The suspect medical device is a mentor memorygel breast implant 600cc gel breast prosthesis, catalog #3506001bc, lot #5733773, UDI #(B)(4), PMA #p030053. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-sep-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/16/2019, mentor received additional information about the event. The suspect medical device is a mentor gel device. No specific catalog number was provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with unknown mentor breast prostheses and suffered several unexplained systemic symptoms, including autoimmune disease, thyroid removal, visits to the emergency room (ER) with symptoms of heart attack/stroke, hair loss, anxiety, extreme fatigue, sarcoidosis diagnosed from a lump under the skin on patient¿s chin, depression, vertigo, metallic taste in mouth, and more. In addition, the patient reported feeling pain in the left breast and possible left breast implant rupture. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.